Event description:
Air was introduced into the faradrive sheath during placement of the grid mapping catheter (abbott) through the sheath's hemostatic valve, causing an air embolism in the pulmonary artery. Resuscitation efforts were successful. Manufacturer response for steerable sheath, clear, faradrive steerable sheath (per site reporter). Unknown at this time.